Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensitive resistor. Unable to perform the seat, rewind, and occlusion tests, or test for absence of no delivery alarm due to the prime anomaly.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed and the insulin pump failed the high pressure test. Nothing further was reported.